Manufacturer narrative:
Additional information: d10, h3, h6. The reported event of noise was not confirmed by analysis. As received, a complete lead was returned in two pieces. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found an external insulation abrasion breaching the optim sheath only at the proximal region of the lead. The silicone tubing was not abraded in this location. The cause of the external insulation abrasion is consistent with friction to the device can.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During follow-up, noise was observed on the right ventricular (rv) lead. Provocation testing was performed and the noise could not be reproduced. The noise caused the device to incorrectly detect ventricular fibrillation; however, no inappropriate shock was delivered. The rv lead was explanted and replaced with no adverse consequences to the patient. The patient was stable.